Event description:
Additional information was received that the elevation in power and flow self-resolved. The patient was placed on an ungrounded cable and a driveline repair was performed on (B)(6) 2023. No further alarms had occurred after the driveline repair.

Manufacturer narrative:
D9, h3: a portion of the patient's external driveline was returned. Manufacturer's investigation conclusion: incidental findings: evaluation of the replaced external portion of the driveline revealed cosmetic damage to the silicone jacket. The reported low speed and pump stop events were confirmed through the evaluation of the submitted log files. Although the evaluation of the replaced external portion of the driveline did not confirm an issue that would have contributed to these events, based on previous complaint history, the abnormal pump operation captured in the submitted log files appeared to be consistent with potential driveline wire compromise. Review of the submitted log files also revealed transient elevations in pump power and flow. A specific cause for these findings could not be conclusively determined through this evaluation. The submitted system controller log files collectively contained data from 18feb2023 through 08mar2023 and 14mar2023 through 29mar2023. A low speed event resulting in a pump stop was captured on (B)(6) 2023 while the patient was connected to the power module (pm). Additionally, transient elevations in pump power and flow were observed on (B)(6) 2023 and (B)(6) 2023. No other notable events or alarms were captured. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 16.5¿ of the external portion/distal-end of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted in the condition that it was received, and all wires were found to be electrically intact. The silicone jacket, bionate cover, and metal braided shield layers were carefully removed to examine the underlying driveline wires. Visual inspection of the driveline wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any current leakage through the insulation of any of the driveline wires. The patient was re-educated on caring for his driveline. Furthermore, a specific cause for the elevations in pump power and flow was not identified; however, the issue resolved by itself. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. This IFU addresses all pump parameters, including pump power, and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document states that device flow and power generally retain a linear relationship at a given speed, and notes that any increase in power not related to increased flow causes erroneously high flow readings. The IFU further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and patient handbook state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these documents outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. Furthermore, the patient handbook contains a section on handling emergencies. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2023 the patient had a low speed advisory at 04:50:22 with pump speed at 7250 revolutions per minute (rpm) and flow 5.5 liters per minute (lpm), another low speed advisory at 04:50:23 with pump speed at 6600 rpm and flow at 5.2 lpm, a pump off alarm at 04:50:25 with pump speed at 1650 rpm and flow at 4.2 lpm, and a final low speed advisory at 04:50:27, with pump speed at 0 rpm and flow at 3.0 lpm. The patient reported that they were sleeping when the alarms occurred and were connected to wall power. The patient switched to battery power and the alarms did not recur. A review of the log files by technical services confirmed one pump stop and three low speed advisories on (B)(6) 2023. Driveline x-rays were reviewed and were unremarkable. A single unsustained elevation in power and flow was also noted on 25feb2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.